Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and unreadable. Reportedly, the screen had white lines that blocked the graphics and text. The customer's blood glucose was 132 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unreadable touchscreen issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.